Event description:
Prior to biopsy exam, biopsy device was being checked and was not functioning properly. No suction and cutting device, was not operating. Second tech double checked the device, also agreed not functioning properly. Procedure started and finished with no complications.